Event description:
This pt developed chest pain and presented the emergency room. Pulmonary embolus and dissecting aneurysm were ruled out. The pt arrested and was unable to be resuscitated. The pt expired (B)(6) 2010. Should additional info become available, this event will be updated.